Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available and concomitant med prod data. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported dose delivery error was confirmed during log review and is being attributed to user error. The log review confirmed that the user increased the infusion rate from 0.47 ml/hr to 0.6 ml/hr using the up key, which resulted in an automatic adjustment of the dose by the system. No device malfunctions or anomalies were identified during testing or log review that could have contributed to the event. Thorough laboratory testing of the suspect syringe module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect syringe module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issue. The logs from both the pcu and syringe module were retrieved to determine the details of the reported event. According to the facility, the event occurred on (B)(6) 2025 at 11:23 pm. However, the reported day does not coincide with the parameters and timestamps in the logs; the matching day is one day earlier, (B)(6) 2025. A review of the pcu error log did not reveal any errors that may have contributed to the reported event. The logs below show the events from (B)(6)2025 at 8:22 pm, when the unit¿s channel was pressed, until (B)(6)2025 at 12:53 am, when the pcu and syringe module were powered off: at 8:22 pm on (B)(6)2025, syringe module 8110 (s/n 17450199) was selected. The unit was programmed with previously set parameters via remote IV: drug ID 175 (dexmedetomidine), drug amount 200mcg, diluent volume 50ml, rate 0.4694ml/hr, dose 0.5mcg/kg/hr, and syringe type bd 20ml. The user updated the vtbi to 6.84ml while keeping the previous settings. The primary volume infused (pvi) was 209.969ml. The infusion started at 8:23 pm. At 11:32 pm, the channel select key was pressed, followed by the up key which increased the infusion rate from 0.47 ml/hr to 0.6 ml/hr. Immediately after, the soft key 14 was pressed to start the infusion. The dose was adjusted to 0.6391 mcg/kg/hr. The vtbi and pvi values at that time were 5.0577 ml and 211.451 ml, respectively. At 12:30 am on (B)(6) 2025, the pause key was pressed, and the rate was changed to 0.47ml/hr, with vtbi of 4.5478ml and pvi of 212.026ml. The infusion restarted. Immediately after, at 12:52 am, the pause key was pressed again, and the infusion was paused with a pvi of 212.186ml. At 12:53 am, the channel off key was pressed, powering off the syringe module and pcu. The total volume infused (tvi) was 212.19ml. According to the bd alaris¿ system user manual version 12.3.2, the up key increases the selected parameter value with each press or scrolls up when held. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Inspection and testing of the incident syringe and administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported dose delivery error is being attributed to user error. The log review confirmed that the user increased the infusion rate from 0.47 ml/hr to 0.6 ml/hr, which resulted in an adjustment of the dose from 0.5 mcg/kg/hr to 0.6391 mcg/kg/hr, and it was allowed to infuse for 58 minutes. No device malfunctions or anomalies were identified during testing or log review that could have contributed to the event. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025, an allegedly dose that was delivered wrong using a syringe pump module. There was patient involvement, but no harm. Additional information received: customer states "for the bd alaris system, we can see that at 23:32:40 the rate was changed from 0.4694 ml/hr to 0.6 ml/hr. This was done as a single action with a single time stamp of 23:32:40 for the stop and start with of the infusion. There was no patient injury.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025, an allegedly dose that was delivered wrong using a syringe pump module. There was patient involvement, but no harm. Additional information received: customer states "for the bd alaris system, we can see that at 23:32:40 the rate was changed from 0.4694 ml/hr to 0.6 ml/hr.  This was done as a single action with a single time stamp of 23:32:40 for the stop and start with of the infusion. There was no patient injury.